Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the proximal left anterior descending artery with moderate tortuosity and moderate calcification. A 2.75x23mm xience prime rx stent delivery system (sds) was removed from the dispenser coil without resistance. The protective sheath and stylet were removed without resistance. The sds was prepped after the sheath was removed. The sds was advanced with slight resistance over an unspecified guide wire toward the target lesion. The sds stent dislodged before it reached the target lesion. The sds was withdrawn with resistance due to an unknown device and the stent remained in the radial artery. An unspecified balloon catheter was used to remove the dislodged stent from the artery. The procedure was finished using non-abbott products. There was no adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.